Event description:
The compalint alleges the consumer was injured at two different times while using their wheelchair. Serious injury is alleged.

Manufacturer narrative:
Manufacturer inspected the legrest and concluded the user likely impacted the legrest which left the release handle unsecured in the mechanism for a significant period of time. This resulted in the device loosening and falling out. There was significant amount of wear, especially since the consumer had the product only 3-4 months prior. Parts were bent, dented, and warped. The location of the alleged incident was inspected. This driveway is in a state of disrepair with several sections cracked and raised. No product defect or malfunction present. Incident is abuse/maintenance related.